Manufacturer narrative:
The investigation determined that broken cartridge glass was present in the drug chamber due to user force during cartridge insertion. Engineering logs confirmed occlusion alarms (alarm 35), and internal mechanical interference led to connector insertion failure and housing damage; however, no display damage or abnormal external wear was confirmed. The root cause was user technique and excessive force during cartridge insertion. The device will require housing and leadscrew assembly replacement.

Event description:
It was reported that during a supply change the pump initiated a rewind, the user acknowledged selecting a low insulin alarm and rewinding, and subsequently could not attach or insert the connector and cartridge into the ilet; a dry run was completed without visible obstruction by the user, and a companion later observed broken glass in the ilet that fell out when attempting to clear the chamber, after which two remaining prefilled cartridges were broken. Symptoms included concern for low insulin availability with a reported cgm value of 109 mg/dl and no reported adverse clinical effects. Outcomes included interruption of therapy, inability to attach the connector, and need for replacement connectors and further follow-up. Investigation included guided troubleshooting, repeated rewind attempts, a dry run inspection, and assessment of the connection pathway. Investigation of this case revealed evidence of glass breakage consistent with a damaged prefilled cartridge and resultant obstruction of the connector interface, which prevented proper connection and insertion. It was concluded, based on previously established findings for similar reports, that the cause was user handling error during cartridge change leading to cartridge breakage and connector obstruction.